Manufacturer narrative:
This product is not available for sale in the USA. International medical device regulators forum (imdrf) adverse event reporting. (B)(4). Type of investigation: 10 testing of actual/suspected device.

Event description:
Pentax medical was made aware of an event that occurred in the (B)(6) region in the operating room during use. The user facility reported that "during a hemostasis procedure, the physician grabbed the blood vessel and stopped bleeding, but could not energize. For this reason, another hemostat was prepared and used to complete hemostasis." Pentax hot hemostasis forceps h-s2518 did not contribute to or cause a serious injury or death of a patient or user. No serious injury or death of a patient or user, or delay in the procedure that would require medical intervention was reported. However, this information reasonably suggests that if the malfunction recurs, the device or any similar marketed device is likely to cause or contribute to a death, serious injury, or other significant/important medical event. Therefore, this event is FDA reportable. The device was received at pentax (B)(4) service center for further evaluation where the user narrative was confirmed. Investigation of the device confirmed the following by pentax engineer:" after stopping bleeding, foreign substance adheres on the tip result in defect of energization." The user was notified of pentax findings. On 02feb2021, a device history record (DHR) review for model h-s2518, serial number (B)(4) was performed. The DHR review confirmed the device was manufactured on 11-dec-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.